Manufacturer narrative:
On 3/20/17 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - one puncture needle returned in used condition, showing minimal wear and the needle broken off. It is unclear if the needle was used incorrectly or dropped & broke off. The complaint is confirmed, damage/worn device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable. Engineering change order/manufacturing change order history: corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint report of a broken tip has been confirmed; the root cause of the damage has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports that during the case they were draining a cyst when the tip of the instrument broke off. They were able to retrieve the piece and complete the case using another instrument. No injury occurred to the patient.